Event description:
Event description cpi received information that the battery for this implantable cardioverter defibrillator (ICD) is depleting at an excessive rate. It is speculated that this may be due to settings on the device which would create an extremely high current drain and deplete the battery quickly.